Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed an "attach pads" message and failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device and correcting information submitted in the initial medwatch report. Please reference sections d4 model number updated, d4 catalog number removed, and d4 primary UDI number updated. Justification, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was evaluated by a zoll representative at the customer's facility. The customer's report was observed and a replacement device will be sent to the customer.